Event description:
The hcp reported the patient was found unresponsive and was admitted to the hospital "and treated." The pump was noted to be alarming and needed to be refilled. The hcp requested the patient be transported to the hospital where he had privledges and was told the patient was not stable enough to transport. A follow up report will be sent when additional information is received.